Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Customer stated that a baxter team would be going in to retrain the staff at the hospital on how to use the one-link product properly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro bore extension set with one-link needle free IV connector came apart and detached from the wrong end when operator was trying to remove the syringe. The reported condition was occurred during infusion. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.